Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics. The patient did not recover from the peritonitis. On unreported dates, the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.